Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that found batteries were not charging. C hecked power, 120v in from umbilical to a/c line filter. 120v coming out of line filter to synqor but no 48vdc to charger enclosure. Replaced power tray. Batteries are charging. Performed system check out. System operates as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, bi71000175. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the unit failed to expose both 2d and 3d. Site tried rebooting and reseating the umbilical cable. Switched from handswitch to footswitch. The site observed that there was no green led light on the mvs (mobile viewing station), indicating that the x-ray was ready. Site mentioned that the battery status keeps flickering between 2 and 3 bars of battery, even though this was the first time the system had been used for the day, no exposure had been taken, and the system was left charging all night. There was no patient involved.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. Verified both fuses in the power tray tested good. Installed power tray into test system. The system failed to boot. No 48vdc from the power tray to the charger enclosure. Faulty power tray assembly. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.